Event description:
Customer reported that the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR " and user advisory (ua) 12 (lifeband not present). The lifeband was replaced to troubleshoot the issue, but the error messages persisted. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed the "system error, out of service, revert to manual CPR" error message was confirmed during initial functional testing. The root cause for the system error was due to the failure of the processor board, likely attributed to the device's aging, the device life expectancy is 5 years. The autopulse platform was manufactured in january 2008 and is over 17 years old. The reported complaint that the autopulse platform displayed user advisory 12 (lifeband not present) was not replicated during functional testing. User advisory is normally a clearable error message. Per the autopulse hangtag - advisory codes description and action, user advisory 12 is an indication that autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. The platform's archive data could not be downloaded due to the defective processor board. During the initial functional test, the platform displayed a "system error, out of service, revert to manual CPR" error message during power on, thus confirming the reported complaint. To remedy the error message, the failed processor board and the processor cable were replaced. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(6).